Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka procedure at (B)(6) hospital with (B)(6), following first saw cut on distal femur, the grey hand grip came apart from the misc hand piece. Upon closer inspection it was noted that the screw shown in the photograph with the arrow had fallen out. The screw was located on the floor. Hand piece secured with ioban, sterility maintained and surgery completed.

Manufacturer narrative:
Reported event: it was reported that the handle fell of during the case due to missing screw on the mics. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k07u2 and accepted into final stock on 06/15/2016. Review of qt16- 16-0063 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063 lot number k07u2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
During a mako tka procedure at (B)(6) hospital with mr (B)(6), following first saw cut on distal femur, the grey hand grip came apart from the misc hand piece. Upon closer inspection it was noted that the screw shown in the photograph with the arrow had fallen out. The screw was located on the floor. Hand piece secured with ioban, sterility maintained and surgery completed.